Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/10/2023, it was reported by a sales representative via email that an ar-2324kbcc biocomposite knotless swivelock anchor came out without the eyelet after implantation. An ar-2324bcc biocomposite swivelock failed during insertion and the eyelet was left in the socket. An ar-3632sp fibertak sp inserter bent during insertion. This was discovered during an arthroscopic rotator cuff repair procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.